Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the I pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that prior to an implant procedure this device was interrogated by a pacing system analyzer (psa) and displayed that the device was out of ship mode. It was also noted, that the battery status was at thirty percent with less than two years of longevity remaining. It is unknown when the programming changes were made to this device. At this time the estimated longevity of the device has two years remaining after being turned on five months prior. It is unknown if premature battery depletion (pbd) occured. The device was not implanted and returned for analysis.